Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the tubing. The infusion set was in use for four days. The patient's blood glucose level was 300 mg/dl at the time of the event, and the patient was treated with bolus. No further information available.